Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken belt clip slot and a small portion of the battery cap was broken off. However, no anomaly was noted when installing or removing the original battery cap. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, scratched case, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip. The pump passed the required testing. Cosmetic damage was confirmed at the belt clip slot. Battery cap damage confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a piece of casing missed on pump and also piece of battery cap missed along with damage pump. The customer reported no adverse event. The event involved product(s) mmt-722cab. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Product return was requested for mmt-722cab and customer response was the pump mmt-722cab was returned for analysis.